Event description:
The customer was traveling up an incline when the unit began to drift backwards. The customer leaned back in an attempt to get their good hand in position to adjust the power knob. By shifting their weight they caused the unit to tip backwards and struck their head.